Event description:
Expiratory and inspiratory limbs on the drager ventilator were switched. Based on current design, the expiratory and inspiratory tubing looks similar and are cross-compatible. The valves are not color coordinated with the corresponding tubes.